Event description:
It was reported patient underwent a right hip revision approximately 12 years post implantation due to fluid buildup. During surgery it was noticed that the trochanter was worn missing all the abductor attachments. Metallosis was prevalent. The 40mm -3.5 cocr head and the liner were removed. Liner destroyed upon removal. A continuum constrained liner and a biolox option head were implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801804001- femoral head sterile product do not resterilize 12/14 taper- 61496198 00875101240- 40mm i.d. Size kk neutral liner use with 56mm o.d. Size kk shell- unknown unknown-unknown cup-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 02227. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.h6 component code: mechanical (g04)- stem.pictures of the stem identified black foreign debris on the taper of the stem, and the stem is covered in bio-debris. No further evaluation can be made from the provided pictures. Part and lot identification are necessary for review of device history records; neither were provided for the stem. Medical records were not provided. It was determined by a hcp that the provided x-rays would not enhance the investigation. A definitive root cause cannot be determined.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.